Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a clinic visit, this right atrial (ra) lead was found to exhibit high out of range pacing impedances and loss of capture (loc). The clinician opted to program the ra lead off. No additional adverse patient effects were reported. This ra lead remains in service.